Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. Section h11: the following sections have corrected information: (section f) please disregard f10. This section was entered in error.

Event description:
It was reported via legal, that this male patient's right knee was revised 15 years post op initial tka. Reason for the revision was not reported. No additional information.

Manufacturer narrative:
Pending evaluation.